Manufacturer narrative:
(B)(4). Estimated date of occurrence, the exact date was not reported. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss was not confirmed. The condition of the returned device indicates the suture was pulled out of the artery. The suture pulling out of the artery will occur if there is not enough tissue capture or if the device was deployed outside the artery. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that cuff misses occurred during suture placement with two proglide devices in an unspecified vessel using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy was 6f and during the aaa procedure the sheath was upsized to a 16f. Reportedly the aaa procedure was completed and hemostasis was achieved using the pre-placed sutures of the two additional proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. It was reported that the physician is trained in the use of the proglide device and in large hole closure using the preclose technique. No additional information was provided.